Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer took a blood glucose test on the contour next at 9:16am, before breakfast, and received a reading of 71mg/dl. After breakfast, she took another reading which was 147mg/dl at 10:44am, but was feeling like her blood glucose was low. She took 10 units of insulin immediately after breakfast. She started feeling bad about 1pm, with low sugar symptoms. She felt that she was speaking too slow and sloppy, and she could not think in a coherent way. She was also shaky. At 1:19pm she took a reading that was 112mg/dl. She was about to eat an apple after this, but she was feeling so bad that a friend of hers called an ambulance to take her to the hospital. She arrived at the hospital, and the doctors did not take a reading for her until 6pm, at which time it was between 37 and 57mg/dl. She could not recall the specific result. Customer did not eat or drink anything in the hospital. She was given 2 injections of glucose. Afterwards, she felt better, and was released to go home. Approximately 3 weeks prior, the doctor had changed the customer's medication from taking 30 units of lantus insulin in the night and 4 units of novolog insulin in the day with each meal to, 36 units of lantus insulin in the night and 10 units of novolog insulin in the day with each meal. The customer was advised to return the strips for evaluation. New meter and strips were sent to her.

Manufacturer narrative:
The customer returned a bottle of strips with lot# 5jfef11a with an expiration date of 09/30/2017. The bottle contained strips from 3 different lot#s. The strips gave satisfactory performance.